Manufacturer narrative:
Pump received with no escape and down button response due to corroded keypad traces. No button error alarm noted during testing. No damage inside pump noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keys were not responding properly. The customer reported that he had the device in his pocket while in the river. Blood glucose level at the time of the incident was 215 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.